Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level went up to 400 mg/dl at the time of the incident. Customer¿s other relevant blood glucose level was 224 mg/dl. Customer treated their high blood glucose with bolus and it would not came down. Customer stated that the insulin pump was not working. Customer was a brittle diabetic. The insulin pump will not be returned for analysis.